Event description:
It was reported that, during an in-clinic follow-up, low pacing impedance and noise resulting in oversensing was observed on the right ventricular (rv) lead. The suspected cause of the event was rv lead insulation abrasion, which was not confirmed as diagnostic imaging was not performed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.